Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. Since the user was not responsive the complaint could not be confirmed. D8: was this device serviced by a third party? No. H6. Health effect - clinical code updated to 2330. H6. Health effect -impact code updated to 4614. H6. Medical device problem code updated to 1528. H6. Component code updated to 510. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 10th 2020, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.